Event description:
The center reported that the patient experienced sound quality issues. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. The device was explanted.